Event description:
Pt with diagnosis of congenital complete heart block an vvi pacemaker placed 1/14/1997. On 7/16/1998 routine visit, noted to have some failed sensed beats and intermittent cyanosis.